Event description:
Related manufacturer reference number: 1627487-2020-32926.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32926. It was reported that following trial implantation procedure the patient reported increased pain in the left leg and weakness. The patient was taken back into the procedural room where the physician removed the trial leads. The patient¿s issue did not resolve with the removal of the leads.